Event description:
It was reported to philips that the flexvision monitor was black. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file confirmed a malfunction in the flexvision pc. The fse replaced the flexvision pc and the hard disk drive (hdd) and installed the software. After replacement of the flexvision pc and hdd and installation of the software, the system was returned to use in good working order.